Event description:
It was reported that the device shows eri status. Should additional information be received, this file will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. The visual inspection of the device showed no anomalies. An unexpected battery voltage trend and a premature battery depletion could be confirmed during analysis. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.